Event description:
The customer reported that an e22 table mount posts came off the plate and the monitor fell on a nurse, catching her off guard and resulting in a small bruise.

Manufacturer narrative:
Philips is in the process of obtaining additional info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).